Event description:
Received complaint 01/27/2009; explanted in 2008. From physician notes: the pt had a port placed about a yr and a half ago. He noted that one to two weeks ago, he went to have the port flushed with saline and at that time, it was felt that the port was not functioning well. There was concern that the catheter had become detached from the port... When I palpated it beforehand, I could feel the port but not catheter. I explained to him that I would remove the port and would use fluoroscopy to attempt to locate the catheter. If it was still in his neck, I would try to remove the catheter through an incision at the base of the neck... Local anesthesia was used. I used fluoroscopy and I noted that the upper end of the catheter was above the level of the clavicle. I made an incision through the old incision used to insert the port. I dissected down to the port. I dissected it out and completely removed it after cutting the prolene sutures. I found that the port was intact and a 1 cm piece of catheter was still attached to the port in the proper fashion. It appeared that the catheter had broken 3-4mm from the port... I made a second incision to attempt to remove the catheter portion at the base of the neck. I could not identify the catheter and therefore closed. The pt will be referred to interventional radiology for removal.

Manufacturer narrative:
Visual inspection of returned sample: port was accessed approximately 10 times. Section of catheter was remaining on the stem. Name of the injection solution was not provided. Identity of catheter: size: ID 1.75 mm od 2.74 mm techoflex. Device history record review: a review of the DHR was performed. There were no non-conformances associated with lot number 0450 cs. IFU review: the review of the directions for use shows detailed / adequate instruction for port catheter connection. Defect description: the results of the investigation are summarized below: based on the needle punctures on the septum we determine that device was running properly during about a yr and a half. Position of the port was secure with 3 suture holes. The catheter rupture occurred just at the exit of the catheter from the connector. We suppose either: the surgeon held the catheter with non-protected forceps (sharp edged tool) to insert the catheter onto the stem during implantation or an oversteep angle with a repetitive kinking due to the rotation of the arm and shoulder, with the port being fixed to the pectoral muscle, especially when pt is active (goes to the gym). Operative note stipulates that the pt goes to the gym.